Manufacturer narrative:
Sections with additional information as of 17-jan-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for error message (e-2) and high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 174, 167 and 209 mg/dl and from meter to meter comparison of 174 mg/dl fasting am using true metrix air meter and 103 mg/dl fasting am using another device. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to e-2 error on (B)(6) 2023 she had called the ambulance; customer's blood glucose when checked by paramedics had been 103 mg/dl fasting. Paramedics had told customer that her blood glucose was fine and advised to contact manufacturer for a replacement. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is (B)(6) 2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 174 mg/dl date: (B)(6) time: 9:38 pm fasting am; result 2: 167 mg/dl date: (B)(6) time: 8:06 pm fasting am; result 3: 209 mg/dl date: (B)(6) time: 10:00pm fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer contacting paramedics due to meter error (e-2). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer¿s initial concern was resolved- customer stated they were comfortable with the results from the replacement products